Event description:
It was reported that patient presented in clinic for routine follow up. It was noted that the patient had a false alert for elective replacement indicator that resulted from a drop in battery. The drop in longevity resulted from an unexpected increase in pacing outputs. No intervention was performed. Patient had no consequences.